Event description:
The customer reported to olympus that the colonovideoscope experienced error code e315 (incompatible scope). The issue occurred during preparation for use for a diagnostic (colonoscopy) screening. The procedure was completed with a similar device with a 5-minute delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and found the following: the scope leak check showed a leak from the switch unit, error code e216 shows on the image, no movement on variable stiffness with angulation, the control knob had play , the control body had a cracked switch unit, and the scope connector needed a replacement water detection sticker. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to fluid invasion on the scope connector which caused an abnormality of electronic components; as a result, the suggested event occurred. The image was restored after drying the subject device. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The user may be able to detect the suggested event by handling device in accordance with the following IFU. Inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.